Event description:
It was reported that the patient underwent a gynecological procedure; lysis of adhesions and mesh for stress urinary incontinence and lower level quadrant pain on (B)(6) 2008 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that due to pelvic pain and urinary retention, patient underwent mesh revision, laparoscopy with lysis of adhesions and repair of labial tear on (B)(6) 2009. It was reported that patient underwent laparoscopy with fulguration of endometriosis and injection of steroid and lidocaine on left vaginal sidewall on (B)(6) 2011 due to pelvic pain, dyspareunia and endometriosis. It was reported that patient underwent another revision/removal of mesh on (B)(6) 2011 due to dyspareunia and dysuria. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2004, and a tvt (advantage system) was used, concurrently with a cystoscopy, due to sui. No additional information was provided.